Event description:
It was reported that prior to an arthroscopic subscapularis procedure using a firstpass suture passer, when attempting to set up for the procedure, it was discovered that the device was broken. The surgeon opted to continue the procedure with a competitive product. There were no significant delays or pt complications reported as a result of this procedure.